Event description:
While rotating the gantry of a varian clinac 6/100 therapy accelerator, the s-arm mechanism became disengaged and struck a pt in the face. The site reported that the latch lever was not locked. This is contrary to the device labeling.